Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/13/2017. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the mesh was implanted. Following the procedure, the mesh eroded to the vagina. Additional information has been requested.